Event description:
It was reported that outside of surgery the cutter was used with a damaged comb. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This event is recorded with zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the cutter was received with a damaged comb only. However, the serial # of the mesher could not be determined and the resolution is unknown. Lot/serial identification is necessary for review of device history records, and lot/serial identification was not provided. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at this time.